Event description:
Event description guidant received information that the implanted bipolar lead was exhibiting intermittent pacing capture, high impedance measurements, and was observed to be fractured. The lead was explanted.